Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone foley catheter with bag attached and returned syringe. Inflated balloon with returned syringe with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100 ml distilled water). Deflated passively with no difficulties. Inflated balloon within house luer lock syringe with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100 ml distilled water). Deflated passively with no difficulties. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. The labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was preparing to place foley catheter and inflated the balloon at the end of the catheter with the pre-filled syringe that comes in the kit. Nurse was unable to deflate the balloon after several attempts and they tried another kit and that kit had no issues with the balloon and inserted into patient. Per sample received on 04mar2024, it was reported that the customer returned 119316m - lubrisil ic temp sensing foley catheter for sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was preparing to place foley catheter and inflated the balloon at the end of the catheter with the pre-filled syringe that comes in the kit. Nurse was unable to deflate the balloon after several attempts and they tried another kit and that kit had no issues with the balloon and inserted into patient. Per sample received on 04mar2024, it was reported that the customer returned 119316m - lubrisil ic temp sensing foley catheter for sample evaluation.